Manufacturer narrative:
The company rep examined the system and cleaned the lamp's cooling system. Preventive maintenance was performed. The system was then tested and met product specs. No samples were returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A nurse reported during a procedure, the system's light source kept turning off. Another system's light source was used to complete the case. There was no harm to the pt.